Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. Two driver tips were returned for evaluation {both part number 80-4151). The first reviewed driver tip showed a visible, angled approximately 45-degree fracture plane relative to the driver's long axis. The fracture surfaces also appeared to follow a semi-spiral shape. Both observations support characteristics of a torsional failure pattern. The second reviewed driver tip also showed a visible, angled approximately 45-degree fracture plane relative to the driver's long axis. The fracture surfaces also appeared to follow a semi-spiral shape. A vertical fracture line at the base of a lobe valley and parallel to the driver's long axis was also observed. The remaining, vertical portion of the lobe was pronounced in size. These observations support characteristics of a torsional failure pattern . Per information received regarding the event, the patient had hard bone, and it was reported that the dense bone drill should have been used. The broken tip fragments pieces were not returned for either driver tip. This in combination with the aforementioned observations as well as variousf additional factors present during screw insertion, inhibit a direct conclusion of the cause for each driver tip fracture. Corrected data: investigation findings (annex c) updated to: 3243. Investigation conclusions (annex d) updated to: 4315.

Manufacturer narrative:
Device evaluation is pending. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported during surgery, the driver tips broke. No other information was provided. The surgery was completed with no delay. There were no adverse patient consequences reported. This report is related to report number (B)(4) for the other driver involved in this event.